Manufacturer narrative:
Additional information: h4, h6 (update codes), h11 h4: the lot was manufactured between may 8 - 13, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirty-one (31) exactamix 500 ml eva tpn bags had ¿foreign matter¿ in an unspecified location. The issue was noticed before use. There was no patient involvement. No additional information is available.